Event description:
The manufacturer was notified through a patient registration form that a mitroflow valve model lx was explanted.

Manufacturer narrative:
Histological examination and gross examination were completed. This prosthesis was initially stenotic because of intrinsic and vegetating calcifications in all leaflets; subsequently it became insufficient because of tears in leaflets. Fibrous pannus depositions are visible on all outflow struts, on the inflow side of strut 1, on both sides of the sewing ring, along all outflow adherent margins and along the inflow adherent margin of leaflet c. Reddish areas due to coagulated blood entrapment are visible on all surfaces. The pericardium of all leaflets is slightly thicker than normal due to calcifications. Scars due to surgical procedures are visible along the adherent margins of leaflets b and c.

Manufacturer narrative:
The partial manufacturing and material records for the subject valve were pulled and reviewed by (B)(6) at livanova canada inc. The partial DHR package review results are within specifications. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, little clinical history was provided.

Event description:
Further information was provided that the reason for the explant was due to severe prosthetic stenosis and regurgitation with possible endocarditis. It was also reported that the patient passed away the day after surgery.